Event description:
It was reported that, during reprocessing, the colonovideoscope tested positive for 98 colony forming units (cfus) of pseudomonas aeruginosa. The device was retested on september 9, 2025, and it tested positive for 6 cfus of pseudomonas aeruginosa. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h6, h11. The device was returned to olympus for inspection and tested negative. Therefore, the user request is not confirmed. Olympus hmi results br-1: negative. Based on the results of the investigation, a definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.